Event description:
It was reported that during preparation, upon opening the package of the supera self-expanding stent system (sess), the stent was observed exposed and not flowered. The sess was not used in the patient and another supera sess was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that inadvertent mishandling while unpackaging the device resulted in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy the stent; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported premature activation. There is no indication of a product quality issue with respect to design, manufacture or labeling.